Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported low blood glucose readings and believes that the insulin pump is overcorrecting and giving too much insulin. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Displacement test was performed and passed. Through troubleshooting it was also noted that the customer did not receive an estimate details message during their recent bolus. The insulin pump also did not make correct calculations based on the information entered. Customer's current blood glucose reading is 391 mg/dl and has treated with a manual bolus. No further information reported.